Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error screen which indicated that a device program ram error was exhibited. This was found during a routine follow-up post implant. This was a benign issue and boston scientific technical services (ts) recommended normal follow-up. No adverse patient effects were reported. This product remains in-service.